Event description:
A customer reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge, and then resumed insulin use.